Manufacturer narrative:
Button error alarm and no button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to performed the displacement test due to keypad anomaly. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer believes alarm may have been caused by a child pressing against buttons. Customer's blood glucose was 176 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.